Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient was getting some stimulation but had pain. On/off options were reviewed until the stimulator could be checked by a health care professional or manufacturer representative. The patient planned to find new batteries for the patient programmer. Additional information has been requested from the hcp, but was not available as of the date of this report.